Event description:
Boston scientific received information that the right ventricular lead displayed increased threshold measurements from 0.5 v to 2.5 v, along with a decreased pacing impedance measurement of approximately 200 ohms. Further review confirmed that the lead had perforated the heart wall. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.